Manufacturer narrative:
Corrected data: e1, e2, e3, e4. Additional information: a4, b5, g3, h2, h3.

Event description:
It was confirmed that right heart catheterization was the method used to check the sensor pressures.

Event description:
Per review of merlin.net it was noted that the patient's sensor baseline was decreased by 11.1mmhg on (B)(6) 2021. The method of recalibration is unknown.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.